Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant external quality survey (abp) organism identification on the vitek 2 yeast (yst) identification (ID) test kit ((B)(4)). Cryptococcus neoformans was misidentified as candida lipolytica. Repeat testing yielded the same result. There is no evidence of confirmatory testing via alternate method. There is no indication or report that the discrepant result led to any adverse event related to a patient's state of health. The external qc result was not directly related to any patient. Culture submittal was requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Tests performed: - vitek® ms - 28s sequencing (reference method) - vitek 2 yst ID (customer card lot 243346110 and a random lot 243330510). Testing results: - vitek® ms obtained an excellent identification to cryptococcus neoformans 100% - 28s sequencing obtained cryptococcus neoformans 100% (ncbi and cbi data bases) - vitek® 2 yst ID obtained very good identification to the species cryptococcus neoformans for both the customer lot and the random lot the investigation did not duplicate the misidentification observed by the customer. The vitek® 2 yst ID card is performing in accordance with specifications.